Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 4.5, 8.0, and 3.6 inr. The corresponding lab result reported was 3.4, 5.5 and 2.7 inr.